Event description:
A customer reported obtaining biased glucose results on one pt sample compared to another manufacturer's analyzer. The biased results were not reported to the clinician. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.